Manufacturer narrative:
A ge rep contacted the customer and informed them that the delay experienced cannot be repaired due to the age of the system. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continues to x-ray for a short time after releasing the foot switch. No pt injury was reported.